Manufacturer narrative:
Follow-up #1: date of submission 05/06/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, the battery compartment and cap were undamaged and able to fit and maintain electrical connection. The cap contacts measurements were within specification. The pump powered up with auditory and vibration to a blank screen. The ¿intermittent power¿ complaint was unable to be investigated. Unrelated to the original complaint, the display screen was found to be damaged and cracked and a test display screen was used and worked properly. Inspection concluded that there was a single component failure.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.